Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received an insulin occlusion alert 10¿15 minutes after changing only the infusion site. The patient had changed the site three times but continued to receive the alert. The patient observed that the connector was leaking and inquired if this was normal. The agent advised that it was not and recommended a full supply change. The patient elected to change all supplies except the site already in place. Upon inspection, no obvious issues were observed with the connector or tubing. The agent assisted with the full supply change using all new parts except the existing site. Insulin delivery resumed, and blood glucose levels were expected to decline. Follow-up attempts were made, but calls via zoom and to the contact on file were unsuccessful. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.